Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inratio: 6.3, 5.9; date: (B)(6) 2010, inratio: 5.9, 5.5; date: (B)(6) 2010, inratio: 3.4 (pt's inratio), 3.1 (lab's inratio). Pt also reported 2.7 inr at the doctor's office on (B)(6) 2010. Results on (B)(6) 2010 were from a side by side comparison with a lab inratio meter and pt's inratio meter. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 6.3, 2nd inr: 5.9, mean: 6.10, sd: 0.28, %cv: 4.64; 1st inr: 5.9, 2nd inr: 5.5, mean: 5.70, sd: 0.28, %cv: 4.96; 1st inr: 3.4, 2nd inr: 3.1, mean: 3.25, sd: 0.21, %cv: 6.53. The 2.5 inr was excluded from comparison test since no corresponding inratio value was provided. Analysis of customer's data revealed that all repeated inratio test result comparisons meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, pt sometimes milks the finger. Per precautions and warnings described in product user guide, repetitive pressure should not be used to collect the sample. Squeezing the fingerstick site excessively or milking the finger, releases interstitial fluids and may cause inaccurate results. (B)(4). Action threshold was reached. Since release of strip lot, in-house therapeutic sample tests were performed on retained and returned strips. Customer's observation has not been reproduced in tests. Test records indicated that all strip test results met product performance when compared to results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.